Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a cracked (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. Also found error code 41626. The cause of the reported issue was a faulty main board (mb). End of support, no repair activities. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a crack downstream occlusion seal. There was no reported patient involvement.